Manufacturer narrative:
The device was evaluated and found to be overheating. It was determined that the bearings lacked lubrication, which causes increased friction.

Event description:
It was reported that during the repair process in house, the device overheated. There was no pt involvement and no allegation of adverse consequences associated with this event.